Event description:
It was reported that a new ilet user experienced recurrent low blood glucose events, with documented readings of 39 mg/dl and 41 mg/dl after removing the ilet for charging during a shower and at night, followed by self-treatment with oral carbohydrates that raised glucose to 109 mg/dl and later to 167 mg/dl. Symptoms included hypoglycemia. Outcomes included the need for oral glucose treatment and user education on hypoglycemia management. Investigation included customer support troubleshooting and education on proper treatment and monitoring while the ilet adapts. Investigation of this case revealed no device malfunction was identified and the cause of hypoglycemia remained unclear in the context of early use and device removal for charging. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.